Event description:
The nurse reported that bolus amounts of insulin that the pt claims to have programmed and delivered through the pump were not appearing in the pump history. The nurse also reportedly programmed and delivered a 1 unit bolus dose without the pt being connected to the infusion set. This amount also allegedly did not appear in the pump history. There was one bolus dose on august 22 that appeared in the history of the pump. There was no reported pt impact associated with this complaint.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed data from the date of the complaint was not available and had been overwritten due to continued patient use. There were no alarms or pump conditions indicative of malfunction. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.